Event description:
It was reported that the patient lost his audio processor one year ago. Yesterday, he went to the hospital to have a new fitting to start to use a new audio processor but his implant was no longer functioning.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.